Event description:
It was reported that a pericardial effusion occurred. A trace baseline pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). The physician performed the transeptal crossing with the versa cross connect system and a double fxd curve watchman access system (was). As the system was being positioned in a mid/mid position on the small fossa ovalis, the physician ordered the radiofrequency (rf) buzz. Bubbles were observed in the left atrium (la), but could not visualize the wire going across. The wire was seen using fluoroscopy imaging and looked as if it did not cross the septum. The physician ordered the rf buzz again. It was noticed that the baseline trace pericardial effusion had noticeably increased at the same time as the patient's pressures started to decrease. The physician made the decision to abort the watchman procedure and immediately prepped for a pericardiocentesis tap. The physician immediately reversed the heparin with protamine. There was about 300 cc of blood/fluid tapped out of the pericardial space to resolve the effusion. The patient's pressures began to resolve back to normal. The patient was admitted to the hospital for overnight observation.